Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of issues with their reservoir. The customer states they are getting air blockage in the reservoir. The customer states the reservoir is real light and they don't want to pull the insulin into the vial. The customer states they have had to change the reservoir every few days due to change in insulin. The customer's blood glucose level at the time of incident was 142mg/dl. The customer will be sending back problem reservoir, and will be receiving replacement.